Event description:
It was reported that the patient experienced a pocket site pain. No device malfunction was suspected. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.